Event description:
It was reported that the flushing pump had water infiltration. The event was found during an unknown diagnostic procedure. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the final investigation results. The device was not returned to olympus. The customer allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. Generic DHR can't be reviewed: the device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump had water infiltration. The event was found during an unknown diagnostic procedure. There are no reports of patient harm.